Event description:
Per the audiologist's report, the pt was having difficulty keeping the external coil on her head. The pt has "very thick skin and hair." Reprogramming the sound processor and use of the strongest external magnet did not resolve the problem. In 2006, the audiologist reported that she was concerned that the sound to the recipient was intermittent due to the pt's thick skin flap and problems with external coil retention. The pt underwent skin flap revision surgery in 2006. In 2007, the pt was reportedly still having to shave her hair and use the strongest magnet, but was able to use the device.

Manufacturer narrative:
This is a final report.